Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unknown screws: fns locking/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in hong kong as follows: this report is being filed after the review of the following journal article: leung, h. Y., wong, j.s.m., fang, c., & tsoi, c. ( 2023), tip-to-apex distance does not predict fixation failure regardless of reduction quality in intra-capsular neck of femur fractures treated with femoral neck system, journal of orthopaedics, trauma and rehabilitation vol. 0 (xx): pages 1 ¿ 5 ( hongkong ). The aim of this retrospective study was to determine if tad and other implant related factors such as implant position could predict fixation failure. Between (B)(6) 2021, 76 patients with intra-capsular hip fractures treated with fns between the study period were included in analysis. The mean age of patients was 74.4 15.4 years. There were 15 males and 61 females. There were 65 undisplaced fractures (garden I or ii) and 11 displaced fractures (garden iii or IV). The mean duration of follow-up was at 14.1 months. The following complications were reported as follows: 10 patients developed fixation failure (presence of cut-out, varus collapse, or avascular. Necrosis). 5 patients had fixation failure with varus collapse & subsequent non union. 3 patients had fixation failure with concomitant avascular necrosis. 4 patients were revised to hemiarthroplasty or total hip arthroplasty. -11 patients of avascular necrosis (14.5%). 8 showing fracture union at time of avn . 7.9 % ( n=6 ) patients had re-operation. 5 patients had revised to arthroplasty among 6 patients. 1 patient had implant removed due to impingement. This report is for an unknown synthes fns. This is report 3 of 4 for complaint (B)(4). A copy of the literature article is being submitted with this medwatch.